Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, a replacement pump was issued and the customer planned to use multiple daily injections to ensure uninterrupted insulin delivery.